Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.date of event is estimated.

Event description:
Related manufacturer report number 1627487-2019-12721. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Event description:
Additional information revealed that the patient was previously having impedances issues, leading to being unable to set their ipg to MRI mode. Postoperatively, the issue has resolved.